Event description:
Customer reported problems with the electrical socket and image scrolling. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monitor cable. System operates as intended.